Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and bipolar disorder ("worsening of bipolar disorder") in an adult female patient who had essure (batch no. A78087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included overweight and enterocele. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as carbamazepine, losartan, mirtazapine and sertraline. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), migraine ("migraines / headaches"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, bipolar disorder, vulvovaginal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, fatigue and weight increased was resolving and the genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bipolar disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Current weight 206 lbs. Approximate weight at the time of essure placement 170 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and bipolar disorder ("worsening of bipolar disorder") in an adult female patient who had essure (batch no. A78087) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: nuvaring. Concurrent conditions included overweight and enterocele. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as carbamazepine, losartan, mirtazapine and sertraline. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("uti"), migraine ("migraines / headaches"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, bipolar disorder, vulvovaginal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea, fatigue and weight increased was resolving and the genital haemorrhage, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bipolar disorder, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Current weight 206 lbs. Approximate weight at the time of essure placement 170 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: chronic pelvic pain. Most recent follow-up information incorporated above includes: on 5-apr-2018: plaintiff fact sheet was received and the following information were provided: patient demographic details; essure lot number a78087; abnormal bleeding (vaginal, menorrhagia), uti, migraines, headaches, dysmenorrhea (cramping), fatigue, weight gain were added as event; concomitant medications added . Medical records were also received and the following information was provided: removal details provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.